Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a v4 icl implantable collamer lens in the patients eye. The patient developed a mild anterior subcapsular opacity (cataract) and the vault was smaller than expected. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim # (B)(4).